Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that patients restricted posterior leaflet contributed to the reported difficult grasping, resulting in tissue damage. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a restricted posterior leaflet. The first clip delivery system (cds-90219u180) was advanced to the mitral valve, and the clip was placed; however capturing the leaflets was difficult due to the leaflet would slip out a few times. The clip was deployed, but mr did not change. A second cds (90219u182) was advanced to the mitral valve to further reduce mr. The clip was positioned on the medial side of the first clip; however, it was not possible to capture the leaflets. Three grasping attempts were made when a leaflet tear was observed. Another grasping attempt was made. After confirming leaflet insertion, the posterior leaflet slipped out of the clip; therefore, the clip was not implanted and the cds was removed. The procedure was discontinued. The patient is stable, and remains hospitalized, pending medical evaluation. One clip was implanted, and the mr remains at 4. No additional information was provided.